Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention wherein their scs ipg may be explanted and replaced. Further information is pending.

Manufacturer narrative:
Has been updated to reflect that this event no longer meets the requirements for adverse event reporting. The codes have been updated to reflect the new information.

Event description:
This event no longer meets the requirements for adverse event reporting as further information identified that the device was fully functional prior to the adverse event aforementioned in this event.